Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Caller acknowledged and understood. Customer changed supplies as necessary and resumed insulin therapy.